Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device via 6fr after an iliac percutaneous transluminal angioplasty (pta) procedure. Reportedly, when attempting to depress the plunger, the starclose se vessel locator wings did not deploy. The sheath was not split. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported not to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported failure deploy the thumb advancer was confirmed. The reported failure to deploy the vessel locator wings and subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.